Event description:
The MFR received info alleging a ventilator's power switch was intermittently functioning. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's front panel/keypad led board will be replaced to address the issue. Device has been evaluated but not yet repaired.